Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). A request for the device history review for this lot has been made. Due to faulty handling during insertion of the screw, the golden collet turned in the screw head. This can lead to the head popping up and or the rod cannot be inserted properly.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of device history records for manufacturing revealed no complaint related issues. Additional product codes: mni, mnh, kwp and knq.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: device manufacture date was 05/10/2011. (B)(4).

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: during a posterior fixation l2-s1 spinal stenosis on an unknown date, the head of the bone screw in l5 (right pedicle) popped out when trying to place the rod. The screw was removed and replaced with another. This is report 1 of 1 for complaint (B)(4).